Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient representative regarding the patient's implantable neurostimulator (ins). Information was reported that the caller said the patient wants their device removed because it's faulty. She said the device stopped working it hasn't worked in a year and a half or something. The patient had gastric bypass surgery and lost a lot of weight, and the implant is hurting him now. The caller was asked about the device being faulty, and she just said it stopped working, it would work then it would stop. The caller couldn't remember exactly which year this started.